Event description:
Reported due to cerebrovascular accident and thrombosis. In 2006, a pt underwent a right internal carotid artery (ica) stent placement using an emboshield filter and an xact stent. After the placement of the stent, angiogram showed total occlusion of the ica. The filter was retrieved and repeat angiogram showed normal blood flow and no significant abnormality of the artery at the location of the filter. The pt began to experience symptoms including left arm weakness, left hemianopia, and left sided neglect and sensory deficit. Turbulent blood flow through the stent was noticed on angiogram (filing defect) and was treated with a bolus of reopro medication. Inschemic symptoms were found to be present the following morning. The pt was treated with thrombolytics and continuous low dose heparin. Symptoms resolved within 24 hrs. In 2006, thrombus was found on the stent with decreased blood flow to the brain. Attempts at thrombolytic therapy were unsuccessful, and 2 days later, the stent was re-dilated, and a second xact stent was placed at the location of the first stent. Normal blood flow was noted. The pt was discharged home 4 days later with ongoing symptoms indicative of a right-brain stroke.

Manufacturer narrative:
The device was not returned and there was no lot info. Co was not able to perform device inspection or device history record review in this case.